Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-001802434

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and reverse blood became easier to occur from the hemostatic valve. The hemostatic valve itself was not damaged. No air entered the patient. The amount of blood return was "a few drops", the exact amount unknown. The cause was considered to be the electrode shape of the varipulse catheter used. As the physician judged that it was possible to continue the procedure, the sheath was not replaced. No patient consequences were reported.

Manufacturer narrative:
On 17-mar-2025, bwi received additional information indicating that there were also no physical issues noted on the varipulse catheter either, and that device had also been discarded at the hospital. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).